Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed an unexplained pump reboot. During testing, the pump powered on with the returned battery cap. The battery cap was able to fully secure onto the pump, and the battery cap contact measured within specifications. There was no visible damage to the battery compartment. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.